Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during revision for routine device replacement the right ventricular (rv) lead could not be released from this pacemaker. Despite attempts, the device set screws could not be loosened. The lead was cut and surgically abandoned and the device explanted. A new device and lead were then implanted without consequence. No adverse patient effects were reported.